Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and blood glucose level of 676mg/dl. The customer was treated with unspecified intravenous fluids to resolve the issue. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, the battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.